Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged, ar-9621-35t, 35 mm tap with batch 022420, was received for investigation. Upon visual inspection, it was noted that the tip of the cutting flute was broken off. No fragments were returned for evaluation. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misaligned insertion; and prying/leveraging the device during insertion. The reported event is confirmed.

Event description:
It was reported that during a reverse total shoulder arthroplasty surgery the tip broke inside the glenoid. The broken peace was removed. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.